Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station not power. A field service engineer (fse) checked the drawer and found a bad control board. The fse replaced the half height drawer board, and retractors, then ran diagnostics and tested all drawers and pockets, everything tested ok. The half height drawer board was replaced because a prior fse had been on site without the part and temporarily fixed the crowbarring by unplugging 4.1. The part was replaced, but due to being out on leave, fse was unable to log in to run hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device failed to power up and displayed a black screen condition. The customer confirmed that the station had been rebooted and the power cable was securely connected, however, the device still failed to power on. The customer stated that they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.